Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 71mm thoracic aneurysm. It was reported that during follow up, the physician identified an unknown type iii endoleak; it was also noted that there was aneurysm enlargement. Per the physician's statement, the cause is unknown. A secondary intervention was performed, a valiant stent graft was implanted. No endoleak was seen on final angio and it was determined that the endoleak had resolved. No additional clinical sequelae were reported and the patient is monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.